Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and associated left ventricular (lv) lead exhibited increasing pacing impedance measurements. The measurement was 995 ohms at implant, and was up to 1,855 in (B)(6) 2016. A review of the daily measurements found some values had exceeded 2,000 ohms, but were now at 1,200-1,400 ohms. The pacing thresholds were relatively stable at 1.5v@1.0ms. The lead will continue to be monitored. No adverse patient effects were reported.